Manufacturer narrative:
An event of a complete atrioventricular block post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported surgical intervention was result of permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. Post-procedure, it's noted that the patient developed a complete atrioventricular block. The length of the membranous septum was unknown. The final placement depth of the navitor valve was measured at 4.5 mm at the non-coronary cusp (ncc) and 5 mm at the left coronary cusp (lcc). No calcification was observed from the annulus through the subvalvular region to the left ventricular outflow tract (lvot). During the procedure, in the cusp overlap view (cov), the inflow edge of the constrained valve was located within the capsule at the base of the aortic annulus, and the pigtail catheter was confirmed to be positioned at the bottom of the ncc. On (B)(6) 2025, a permanent pacemaker was implanted. It is unknown whether the hospitalization period was extended for follow-up monitoring of the patient¿s heart rhythm. The patient has since been discharged.